Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6)initial=153.78 miu/ml (>25.0 miu/ml=positive) /repeated on (B)(6) 2022 = <2.3 miu/ml (< or =5.0 miu/ml=negative) and <2.3 miu/ml/ repeated on alinity ai01093= <2.3 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of alinity I total b-hcg reagent lot 35053ud00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Return testing was not completed as returns were not available. Historical performance of reagent lot 35053ud00 was evaluated using worldwide data from abbottlink. The median value for normal population results for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I total b-hcg reagent lot number 35053ud00.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.